Event description:
It was reported that during an unspecified procedure a balloon detachment occurred. An 8.0x40x135 express ld stent was advanced and deployed at an unspecified anatomical location. During withdrawal the balloon became stuck in the 6x11 super sheath and "ripped off" the catheter. The sheath was removed from the body with the detached balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).